Manufacturer narrative:
Section h10: h3: based on historical complaint investigations and the returned device, the broken reamer reported was likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or coming in contact with hard bone, which led to brittle fracture. Section h11: the following sections have corrected information: f10: adverse event problem: please disregard information, it should be blank.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure, the reamer broke while reaming the glenoid on drill. The surgical site was checked and confirmed clean by (B)(6) and surgical staff. When replaced the reamer and continued the procedure with no surgical delay. The patient is in stable condition. Device to be returned..